Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the reset error test with no alarms.

Event description:
It was reported that the insulin pump alarmed external ram crc error and unexpected restart. Customer's blood glucose was 293 mg/dl. Troubleshooting was done. It was found that the insulin pump alarmed external ram crc error multiple times. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.